Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that a remote transmission showed intermittent oversensing of the right ventricular (rv) lead on ventricular high rate non-sustained episodes.

Manufacturer narrative:
Concomitant medical products: model: 694758, lead; implanted: (B)(6) 2008, model: 4592-45, lead; implanted: (B)(6) 2000. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had triggered a lead integrity alert (lia) with increased sensing integrity counter (sic) and high rate non-sustained episodes. Follow up was conducted and it was verified that reprogramming was completed. The lead remains in use. No patient complications have been reported as a result of this event.